Event description:
During the eval of two returned transfer sets, broken occluder feet were discovered. No pt injury or medical intervention was associated with this incident.

Manufacturer narrative:
Eval summary: results indicate the confirmation of broken occluder feet on both transfer sets. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line and take corrective/preventative action as appropriate.